Manufacturer narrative:
The transducer was evaluated by the vendor who determined oil separation in the window caused poor image quality to be displayed. This known issue has been previously addressed. Investigation results also identified a crushed transducer shaft.

Manufacturer narrative:
Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported an s8-3t model transducer was producing poor image quality. There was no injury associated with this event.